Event description:
It was reported that during the use of the device for a non-clinical activity, there was a connection failure due to the deterioration of the pump connector pin. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed bent pins on the external power cable connector. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.